Manufacturer narrative:
The unit was requested back for evaluation but has not yet been received. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. The customer stated that the failure was isolated to the main pcb. There was no patient harm reported.